Event description:
Customer's nurse called from hospital in order to change basal rates for customer's insulin pump. Basal rates was changed from 1.7u to 1.00u. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)